Event description:
It was reported that the arterial sheath caused a dissection resulting in additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in the left sided transcarotid artery revascularization (tcar) procedure. The tcar procedure was preformed according to the device instructions for use (IFU). An 8fr venous dilator was used to pre-dilate the lesion. The arterial sheath of the nps was placed, with noted insertion difficulty. Following sheath insertion, a routine angiogram revealed a dissection. A second, unplanned stent was used to cover dissection. The procedure was completed with no additional patient complications, and the patient awoke neurologically intact post-procedure.